Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, a long wire was found in the pocket after slitting of two sheaths. It was suspected that the wire came from one of the sheaths during the slitting process. The sheaths were removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis indicated the mechanical operation of the catheter slitting showed a spiral slit. The mechanical operation of the catheter shaft was kinked. Visual analysis of the lead indicated damage during use. The analyst noted no expose wire was observed on the shaft. No wire was returned with the catheter. If information is provided in the future, a supplemental report will be issued.